Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils are noted embedded within the attached fallopian tube remnants') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included irregular menstruation, knee operation, colonoscopy, polypectomy, anemia, concussion, head injury, scoliosis, seasonal allergy and shingles. Radiology: final result- there is a 2.5 cm intramural uterine fibroid. Mild endometrial thickening usually related to blood or blood products. 3 cm complex right ovarian cyst, likely endometrioma or hemorrhagic cyst. Final impression: hemorrhagic cyst of right ovary. Previously administered products included for an unreported indication: birth control pills and iud. Concurrent conditions included endometriosis, ovarian cyst, endometrial thickening, hemorrhagic cyst, injection site tenderness and dysfunctional uterine bleeding. Concomitant products included oxycodone for pain as well as clarithromycin (macrobid), hydrocodone bitartrate;paracetamol (norco), ondansetron, ondansetron hydrochloride, oxycodone hydrochloride;paracetamol (oxycodone and acetaminophen) and trazodone. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain severe pelvic pain, abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), cystitis ("infection (bladder/urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/urinary tract/vaginal) type:"), migraine ("migraines/headaches"), headache ("migraines/headaches"), mental disorder ("psychological or psychiatric problems condition:"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type:"), alopecia ("hair loss"), nervous system disorder ("neurological conditions or problems type:,"), vaginal discharge ("vaginal discharge"), abdominal pain ("pain severe pelvic pain, abdominal pain") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and uterine leiomyoma ("other injury(ies) or complications please describe: pre implantation cyst and post implantation fibroids"). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache, mental disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, alopecia, nervous system disorder, vaginal discharge, uterine leiomyoma, abdominal pain and nausea outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion per pfs. Complete occlusion of both fallopian tubes with satisfactory essure placement as described above. Ultrasound scan vagina - on an unknown date: ultrasound shows a fibroid. Result of ultrasound revealing 2.5 cm intramural fibroid, with mild endometrial thickening, and a 3 cm right ovarian cyst that was likely hemorrhagic. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: essure coils are noted embedded within the attached fallopian tube remnants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2019: pfs and mr received ¿ case becomes valid with incident. New events essure coils are noted embedded within the attached fallopian tube remnants, pain severe pelvic pain, abdominal pain, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia),, bladder or urinary problems or changes, hormonal changes, infection (bladder/urinary tract/vaginal) type: migraines/headaches, psychological or psychiatric problems condition: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: hair loss, neurological conditions or problems type: vaginal discharge, other injury(ies) or complications please describe: pre implantation cyst and post implantation fibroids and nausea were added. Patient information date of birth, height and race were added. Product information indication and essure removal date were added. New reporter and consumer address were added. Medical history, lab data and concomitant medication (macrobid [clarithromycin], norco, ondansetron hydrochloride, ondansetron, oxycodone and acetaminophen, trazodone and oxycodone) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.